Manufacturer narrative:
Samples from the patient were submitted for investigation. The results of the testing indicated the presence of heterophilic antibodies. Product labeling describes this interference with the assay.

Event description:
The customer received a questionable troponin t result from the cobas h232 meter (serial number (B)(4)) when compared to the result from a cobas e411 analyzer. The cobas h232 is not sold in the united states. The result from the cobas h232 was 184 ng/ml. The troponin t hs result on the cobas e411 analyzer was 5 ng/l. The patient was also tested on cobas h232 meter (serial number (B)(4)) and the result was positive. A sample from (B)(6) 2015 had a result of 108 ng/l on the cobas h232 and when sent to a nearby site, the result was 236 ng/l. It was unclear if the results were generated from the same patient samples. The clinician found the e411 result more clinically significant. There was no adverse event. Retention samples were tested and the results were within specifications.

Manufacturer narrative:
This event occurred in (B)(6).